Event description:
It was reported that the diagnostic mobile programmer application was unable to interrogate the implantable cardiac monitor (icm) devices. It was noted that each time ¿activate device¿ was selected and the patient connector was placed on the device in the box, the application generated an error message indicating that the "patient connector was too far away" and the patient connector light was flashing orange. Troubleshooting steps were taken to no avail. It was also noted that the diagnostic mobile programmer application was able to interrogate implantable device following the same workflow with no issues, but it suddenly stopped working. The wi-fi (wireless fidelity) signal in the implanting room was low, but it was confirmed to be functional. The issue added over an hour to the procedure time and caused the patient to feel discomfort, as the local anesthesia had begun to wear off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.